Manufacturer narrative:
Further investigations of two of the patient samples were able to duplicate the values obtained by the customer. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, methods, and differences in the standardization methodology used. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous high results for three patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were then provided for investigation where they were tested on a cobas e 411 immunoassay analyzer on (B)(6) 2019. For investigation, the samples were tested on a cobas 8000 e 602 module and a second e 801 analyzer on (B)(6) 2019. The samples were also measured on a centaur analyzer. No adverse events were alleged to have occurred with the patients. The serial number of the customer's e 801 analyzer was asked for, but not provided. E 411 analyzer serial number (B)(4) was used for investigation. Ft3 reagent lot number 314666, with an expiration date of 28-feb-2019 was used on this analyzer. E 602 analyzer serial number (B)(4) was used for investigation. Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer. E801 analyzer serial number (B)(4) was used for investigation. Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer.